Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead had higher thresholds of 5.5 volts (v) at 1.0 millisecond (ms). The physician wanted to make a decision on what to do with this lv lead at the device change out. Additional information was reported indicating that at the change out, the lv lead threshold was 7 v at 1.5 ms. As a result the lead was abandoned surgically and replaced. No additional adverse patient effects were reported.